Event description:
It was reported that while moving the navigation unit, a wheel broke off, causing the unit to tip, pinning the user against the wall. No serious injury was reported, no medical intervention was required. However, soreness in the shoulder and neck was reported.

Manufacturer narrative:
The device was not returned for failure analysis; it is not possible to determine the cause of the reported event without an evaluation of the device.